Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and similar complaint query was not performed because the part / lot number was not reported. A conclusive cause for the reported difficult to advance ¿ knot, failure to advance ¿ knot, material separation ¿ suture, malposition of device - suture cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B3 - date of procedure was estimated as (B)(6) 2026. D4: the UDI number is not known as the part and lot number were not provided the additional perclose prostyle and prostar devices referenced in b5 are filed under separate medwatch report numbers.l attachment: article, titled "the pigtail paradigm for a fast and safe transfemoral transcatheter aortic valve replacement".

Event description:
This study is a discussion of methods to improve the outcomes of transcatheter aortic valve replacement (tavr) procedures. The intention of this study was to discuss a paradigm to help ensure a safe femoral access for tavr procedures. Starclose, proglide, prostyle, prostar, and other non-abbott vessel closure devices were discussed as methods of femoral closure. The rate of vascular complications were low; however for proglide and prostyle, included the following: difficult to advance knot, slackened knot, suture break, and suture malposition. For prostar, vascular complications included the following: suture break and suture malposition. For starclose, no device issue or adverse event related to the use of starclose devices was reported. The article concluded that following the paradigm can help prevent vascular complications and improve patient outcomes for femoral access. Specific patient information is documented as unknown. Details are listed in the attached article, "the pigtail paradigm for a fast and safe transfemoral transcatheter aortic valve replacement." No additional information was provided.